Event description:
Report received from france states: "the vitrectomy cutter does not cut at 5000 cuts per min, no pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received.